Event description:
During resmed evaluation, the non-return valve (nrv) of an astral device was faulty. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The nrv was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).